Event description:
Same case as MFR report #: 6000093-2006-02312. It was reported the post a coronary stenting treatment procedure, a thrombus occurred. Two liberte' monorail stents, 24 x 4.50mm and 24 x 4.00mm , were implanted in the mid right coronary artery (rca). The patient remained in the hospital post procedure and was given plavix and aspirin. One day following the procedure, the patient experienced chest pain and EKG changes. Thrombosis was found at the proximal edge of the 24 x 4.50mm liberte' monorail stent and throughout the entire rca. The patient was treated with angiojet and angioplasty, however, they were unable to restore blood flow which remained slow. No further intervention was attempted. Patient is recovering.

Manufacturer narrative:
The complainant indicated that the stent was implanted and that the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.